Manufacturer narrative:
The device was not retained for investigation. A lot number was not identified. Additional information was requested but was not received. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided. This report and the information contained herein is submitted to the food & drug administration under 21 cfr part 803 and represents the information available to the company at the time of the report. The report does not constitute an acknowledgement that the events herein occurred, the information is accurate in any respect, the company was negligent or responsible for wrongdoing, and it does not constitute an admission that the device is defective, or that the device malfunctioned or otherwise failed to perform in any manner, or that the device caused or contributed to an injury or death.

Event description:
A report was received on (B)(6) 2018 that a hemodialysis patient had increased liver enzymes (nos). Follow up with the facility on (B)(6) 2018 revealed no reports of medical intervention to address the reported event. Additional information received on (B)(6) 2018 from a copy of the report sent to the (B)(6) regulatory authorities indicated the patient had acute hepatitis. No further information has been received.